Event description:
Reportable based on product analysis completed on (B)(4) 2012. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, the device was unable to cross the lesion and the shaft kinked. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed a shaft break.

Manufacturer narrative:
Device evaluated by MFR: the device was received with the hypotube broken. The break was located at 21.3cm distal to the strain relief. Kinks were identified along the entire length of the hypotube. It is noted that the break and the kinks that were present along the shaft, are consistent with excessive force having been applied to the shaft. The balloon was tightly wrapped. No issues were noted with the profile of the crimped stent, balloon and tip sections. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).